Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for a npwt procedure, a renasys tch device&power sply does not report an alarm if there is a leak. It is unknown how therapy was resumed. No patient harm reported.

Manufacturer narrative:
H10: reassessment of this incident found it not to fulfill reporting criteria. The lack of an alarm or a ¿defective alarm¿ will not directly or indirectly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies, loss of wound management / monitoring (conservatively defined as greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This incident is considered not reportable pursuant to 21 cfr part 803.